Manufacturer narrative:
The customer observed a non-reproducible higher than expected vitros amon quality control result from a single vitros lpv fluid using vitros amon micro slides on a vitros 5,1 fs chemistry system the investigation concluded the most likely assignable cause of the event is instrument related as pre-service alkp and amon precision testing were outside of acceptable guidelines. After performing service actions to the micro slide incubator and replacing the incubator evaporation caps, acceptable vitros alkp and amon performance were observed.

Event description:
The customer observed a non-reproducible higher than expected vitros amon quality control result from a single vitros lpv fluid using vitros amon micro slides on a vitros 5,1 fs chemistry system. Level 2 result: 238.0 umol/l vs. Expected 184.9 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegations of patient harm. (B)(4).